Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that her atrial lead had "punctured the atrium". The lead was removed and replaced. The patient reported having difficulty breathing; she was told she had pericarditis. One month later, she returned to the hospital and "it had filled with blood again". The system was removed. No further patient complications have been reported as a result of this event.